Event description:
Patient was hospitalized for hyperglycemia three times since being on the pump, with event date being the most recent. Dates are unknown for the other two events. Caller reports twice the infusion set tubing was broken but they believe the pump is suspect. Device not returned for evaluation.